Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficult venous access. The cephalic vein was isolated and cannulated but the vein was to small and tortuous to accommodate the sheath. The left subclavian vein was then cannulated with difficulty using fluoro. The physician had difficulty obtaining acceptable pacing and sensing despite adequate fixation. The physician decided to change the catheter and lead. It was found that the catheter was damaged and not the lead. Then post procedure a small left sided pneumothorax was noted on fluoroscopy. A chest tube was implant by cardiothoracic surgery. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.